Event description:
The customer stated that she may have been connected to the insulin pump during the manual prime. The customer was not sure if any insulin had been delivered into her body. The customer's blood glucose reading was 136 mg/dl. Paramedics were called to prevent a possible hypoglycemic event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.